Event description:
It was reported that during an implant procedure the ventricular lead exhibited no sensing. Another attempt to implant the lead was made, the patient went into complete heart block and required external pacing. The patients blood pressure dropped. The lead was not implanted. Later that day the patient developed a cardiac tamponade and underwent a pericardiocentesis procedure.